Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is getting a message stating "all alarms off" which is not going away. They also reported that it appears that their cns is readmitting old patients out of nowhere and without staff input. The device reboot did not resolve the issue. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was giving an "all alarms off" message, which was not going away. They also reported that the cns was readmitting old patients with no staff intervention. Rebooting the cns resolved the issue. No patient harm was reported. Investigation summary: the procedures for admitting, discharging, and transferring patients are provided in the operator's manual, chapter 4 (admitting and discharging patients). It is unknown if the issue was related to the adt procedure, and there is limited information available to understand the nature of the event. If the issue was not related to an adt issue, it is presumed that the customer did not perform routine maintenance as outlined in the operator's manual. There was no indication of device malfunction.a service history for this serial number shows this is an isolated incident, with no recurrence history. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt #1 12/16/2022 emailed customer via microsoft outlook for all items under the no information section. Customer only replied that the issue was resolved by completing a reboot of the device. 01/09/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/11/2022 emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) was giving an "all alarms off" message, which was not going away. They also reported that the cns was readmitting old patients with no staff intervention. No harm or injury occurred.